Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during inspection after a wash it was identified that, trochanteric fixation nail-advanced (tfna) lock in set buttress compression nut is very hard to screw on and off and blade screw guide sleeve. The buttress nut gets stuck on the guide sleeve. It would stop at a certain point, would not be able to spin/advanced it. There was no patient involvement. This report is for one (1) blade/screw guide sleeve. This is report 2 of 2 for pc (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d9. H3, h6: a product investigation was conducted. Visual inspection: the blade/screw guide sleeve (part #: 03.037.017, lot #: 9760049) was returned and received at us cq. Upon visual inspection, it was observed that the threads on the sleeve were stripped. There were scratches on the device but has no impact on the functionality of the device. The device was also missing the red alignment indicator epoxy. Which was investigated under corrective and preventative action (CAPA) and does not require any additional investigation for this defect. No other issues were identified. Functional test: the functional inspection was performed on the returned devices at cq. The devices were not able to fully assemble due to the damaged proximal threads on the blade/screw guide sleeve. The mating device (buttress/compression nut) was able to thread onto the blade/screw guide sleeve (part #: 03.037.017) until the damaged threads on the guide sleeve would obstruct further assembly. Dimensional inspection: the internal diameter of the blade/screw guide sleeve was measured and is within the specification per relevant drawing. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed: investigation conclusion: the complaint condition is confirmed. As the threads for the blade/screw guide sleeve (p/n: 03.037.017, lot #: 9760049) were damaged, which could have contributed to the complaint condition. There is no indication that a design or manufacturing issue has caused the issue. The root cause is determined to be unintended forces applied on the threads. The missing epoxy was investigated under CAPA. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.017. Lot: 9760049. Manufacturing site: bettlach. Release to warehouse date: 08 dec 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.